Manufacturer narrative:
Event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated pacing capture threshold in the right ventricle was elevated, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that during a device check, the patient's right ventricular (rv) lead exhibited noise and it was noted that the there should had risen since implant. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.